Event description:
The nurse reports the flexi-seal was in place approximately ten days when the devices retention balloon burst in the anal canal. The nurse further reports the retention balloon expelled itself and was replaced with another flexi-seal.

Manufacturer narrative:
Additional information was received on 04/02/2015. Forty five milliliters of water was infused into the fms retention balloon when it was placed into the patient. There was no additional fluid infused into the fms retention balloon. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on june 30, 2015. Third party manufacturer reviewed the routers for lot# 13vm507072 and no discrepancies or deviations were noted and the lot was manufactured without incident. The retain samples were inspected and found to be functional and non-defective. After a thorough batch record review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 16, 2015.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available a follow-up report will be submitted.